Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated. Intervention was discussed. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was able to be interrogated. A longevity estimate was performed and showed normal battery depletion had occurred. No anomalies were observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the implantable cardioverter defibrillator was explanted and replaced. The patient was in stable condition during and after the procedure.